Event description:
At the end of the surgery the anesthesiologist was suctioning the patient. As he was doing this the patient bit down on the yankuer suction tip. The anesthesiologist pulled out the suction tip and noticed that approximately 1 inch was missing and the tip was jagged and sharp. He then proceeded to replace suction tip with new one and re-suctioned the mouth and throat. He was able to retrieve a few small pieces, however he felt like a portion was still not retrieved.in the recovery room when the patient was more awake and able to respond appropriately the anesthesiologist looked into the patient's mouth with a light and asked the patient if he could feel any thing in his mouth or throat. The patient denied feeling anything foreign.